Event description:
Additional information reported that the pump was explanted. The patient was doing "ok." It was added that the pump was explanted due to the patient's request.

Event description:
Additional information received reported that the date of explant was (B)(6), and the pump and catheter were explanted. It was noted the patient¿s clinic did not know the cause of the withdrawal.

Event description:
It was reported, the patient experienced withdrawal. The symptoms were hypertension 210/160, bradycardia hr 40, nausea, and vomiting. The patient was admitted to the hospital on (B)(6) 2013. An MRI was done on (B)(6) 2013. A motor stall was noted with recovery on (B)(6) 2013 upon interrogation. There were no pump alarms and no other motor stalls noted. The logs previous to the motor stall were from the last refill in (B)(6). The patient was due for a refill on (B)(6) 2013. The volume was 3.7ml. The pump was delivering hydromorphone, clonidine and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2004 (B)(6), product type catheter: product ID, 8596 serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).